Event description:
It was reported that the user experienced a severe low blood glucose event resulting in passing out while using the ilet bionic pancreas. Symptoms included hypoglycemia and loss of consciousness. Outcomes included the need for unexpected medical intervention with medication. Investigation included communication and interviews with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no findings available, and there was insufficient information regarding a device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.